Event description:
At the beginning of the case the physician stated that the ligasure was not working properly. He stated that it would beep at him that he hadn't grabbed enough tissue to ligate when he really did have plenty of tissue. The handpiece wouldn't always cauterize when he was using it. A second handpiece was opened to complete procedure without any problems.======================manufacturer response for tissue fusion open instrument, ligasure atlas (per site reporter).======================manufacturer provided a return goods authorization (rga) number for product return and evaluation.